Event description:
On 8/1/95 while pt exercising on a treadmill with 100% oxygen at a flow rate of 10 l/m via nasal prongs, pt's oxygen saturation dropped from 95% to 87%. The fractional concentration of oxygen from the wall source dropped from 100% to 49%. Exercising was stopped. Pt was connected to a tank of 100% oxygen. Resumed exercise without incident. Respiratory therapy was notified; with their help, it was concluded that system was letting diffusion gas back into the wall system.